Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, an opacity that could occur centrally in the optic. Additional information was received stating opacity on lens noted after insertion and lens was explanted during initial procedure.

Manufacturer narrative:
Only photo was returned. Low quality photo was submitted for analysis. There appears to be white in appearance mark in the middle of the pupil area. The presence of the intraocular lens cannot be confirmed. The exact location of the white mark cannot be confirmed from the returned photo. Based on our observation of the attached photo, a definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.3, h.6 and h.10. Evaluation code 3331 was replaced with 4119. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).